Event description:
Litigation alleges patient had pain, weakness, popping/clicking, difficulty with simple living activities and increased metallic ions bloodstream after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 4/15/2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicates the patient was revised for a presumed infection (not confirmed). The cup has already been reported on (B)(4). The 1st product (asr cup) is being changed to an unknown stem for the alleged high metal ions (no lab results provided). The femoral stem and cup weren't revised during the (B)(6) 2009 revision. There is no new additional information that would affect the existing MDR decision.